Manufacturer narrative:
The device history record of reported lot number 4440927 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a faulty patient-controlled analgesia (pca) connection had resulted in a leak. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Received one device. Visual inspection found the male luer check valve bond was observed to be broken. In attempts to identify a potential source of leakage at the broken bond, red dye was pushed through the y-site subassembly. The male luer stuck in the y-site was plugged using a pin gage. No leakage was observed. The complaint of leakage can be confirmed due to the break observed. The probable cause of the damage is due to excessive bending/twisting forces applied during use. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.